Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of an unraveled guidewire was confirmed, and the cause appears to be use related. One 0.018¿ x 70cm stainless steel guidewire with tungsten tip was returned for evaluation. The tungsten coil wire was elongated and extended 53.2cm from the attachment point at the proximal end of the coil wire. The core wire extended 5.8cm from the attachment point at the proximal end of the coil wire. A 2.3cm segment of core wire was found attached to the distal weld tip within a section of non-elongated coil wire. The section of non-elongated coil wire at the distal tip of the guidewire indicates that a force was acting on the coil wire in a distal direction at the proximal end of the non-elongated section of coil wire. Kinks in the coil wire separated the elongated section of the coil wire from the non-elongated section at the distal end of the coil wire. This may have occurred if the guidewire was retracted through the needle. Pulling the guidewire back over the needle bevel may damage the end of the guidewire. It was reported that guidewire was maneuvered to try to straighten the wire after the wire reached the axillary vein and made a u turn. The product IFU cautions, ¿do not advance the wire past the axilla without fluoroscopic guidance.¿ the coil wire was intact and no pieces of the guidewire were missing. No defects related to the manufacturing process were noted on the returned sample that would contribute to the complications reported by the complainant.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rexd1264 showed no other similar product complaint(s) from this lot number. Device not returned.

Event description:
(B)(6) 2015 reportedly, doctor inserted guidewire into vein and start pushing through. Under fluoroscopy he found that the guidewire reached the auxilliary vein and instead of going forward, made a u turn. Supposedly, he then tried to maneuver the wire to straighten it but was not able to do so. Reportedly, he was not able to maneuver the wire and he realised that the wire was getting longer . He knew that the wire had allegedly, unravelled and inserted a cobra catheter through the guidewire and managed to get the guidewire out through the cobra catheter .